Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and fatigue. The cause of the events was not reported. On the same day as the onset, the patient was treated with cefepime (1g, intraperitoneally, daily, for five days) and bactrim ds (twice daily, orally, for nine days) for this event. The patient was not hospitalized for this event. Six days after the onset, the patient recovered from this event. At the time of this report, pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.